Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer contacted support for guidance on resetting pump, and technical support provided reset instructions that customer successfully followed while pump was already in process of being replaced.